Event description:
It was reported that the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode. As a result, patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative recovered the ipg through troubleshooting and therapy was restored, which addressed the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.